Manufacturer narrative:
(B)(4). This complaint has been re-evaluated and determined to be a malfunction. The torsion spring was seated properly. The failure mode of the unit not producing staples on the second handle squeeze has proven to be the result of several factors happening simultaneously. It has only been duplicated when the handle is returned to the original or "home" position very slowly, when the left tab frame height is out of specification and when the user has not identified that the trigger is in the fully locked back position. A situation where the handle hesitates and does not return to the "home" position will be readily apparent to the user when the handle does not remain in the locked back and "fired" position on the second squeeze per the IFU. The IFU advises the user "to fire the instrument, squeeze the handle a second time until it reaches a solid stop and it locks in the back position". The IFU also visually illustrates the "fired position (h4)" to the user. Since the handle did not lock in the back and "fired" position per the IFU, the user did not fire the instrument. Corrective action has been implemented to correct this condition.

Event description:
Reportedly, the surgeon manually seated pin, closed jaws and tried to fire instrument. The firing lever would not stay at the rear of the instrument and staples would not deploy. I went in and followed the correct steps to fire the instrument and the staples deployed on the fifth attempt. Procedure: low anterior resection. Pt sex: unk.